Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instrument sets and putting the set back together, it was noticed that the tip of the screwdriver was damaged and a piece of the screwdriver was missing. It is unknown how and when the piece gone missing. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.010.473, lot: 7862651: manufacturing site: haegendorf, release to warehouse date: 16.apr.2012: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service and repair evaluation: the device was initially returned to service and repair and the evaluation by the repair technician at service and repair is as follows: the customer reported the tip was damaged and a piece of the screwdriver was missing. The repair technician reported the tip of the screwdriver was bent, and the nut and slider were missing. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: the following investigations were performed: damage: appearance not as expected: device condition: visual inspection performed at customer quality (cq) on the returned interlock screw driver noted that only main body was returned. The sliding bar component and the nut that holds the main body and slider bar was not returned. Furthermore, upon visual inspection on the returned portions of the device, the distal screw holding tip of the main body was observed bent and twisted. No further issues such as breakage on the received portions were identified. While reported broken condition was not able to be confirmed with the obtained portions of the device, the received device condition is consistent with the given complaint condition and therefore the overall complaint condition was confirmed. Dimensional analysis and document/specification review: the relevant design drawings, reflecting the current and manufactured revision, were reviewed and no design issues were identified. Dimensional analysis was not performed on the main shaft bent tip as it is confirming with the device age (over 6 years) that the observed deformation is due to post manufacturing damage. Furthermore, dimensional analysis on slider component was not able to be performed due to missing components. Furthermore, except for the missing nut and shaft components, no breakage was observed on the given device. Conclusion: while it is unknown if there is any possible damage on the missing components, no breakage has been identified on the returned portions of the device. Also, a definitive root cause for complaint condition could not be determined from the provided information. However, it is likely that the age of the device (over 6 years) with consistent usage and any possible unintended forces encountered by the device/ possible mishandling of devices during use could have contributed to this both bent and missing conditions. The overall complaint condition was confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.